Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the customer which states, "patient's pump was beeping air. Tubing was clamped and the pump opened. Tubing was held taut and flicked to allow the bubbles to move back up into the bag. Tubing then came apart right below the blue pump segment. Circle that fits into the top of the pump. The 5-10ml of methotrexate leaked out. Tubing was bent in half and then clamped. Another staff member came to help. Tubing was rinsed with saline and saved for further evaluation". There was no patient harm.